Event description:
It was reported the pt had been experiencing difficulties initiating communication between the ipg and the external devices. The pt was hospitalized for an extended amount of time and was unable to recharge the ipg during this time. The pt underwent surgical intervention to explant and replace the system ipg. No further pt complications were reported.

Manufacturer narrative:
This ipg serial number is included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.